Event description:
It was reported that the patient complained of skipped heartbeats and shortness of breath when biking. The rate response was set to nominal on the device and it was recommended reprogramming. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-58 implantable pacing lead (B)(6) 2013; 407645 implantable pacing lead (B)(6) 2013. (B)(4).